Event description:
It was reported that the patient experienced dizziness. It was noted that the right atrial (ra) lead exhibited possible oversensing which caused the implantable pulse generator (ipg) to inappropriately mode switch. The patient's pacing rates were in the 40-50's during the mode switch events. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.